Event description:
The customer was hospitalized for dka. According to the customer's diabetes educator, the customer was leaving the sets in longer than advised and not inserting the sets in the appropriate areas. The customer is also using another company's infusion set.